Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was no expiration date listed on the needle 22x1 rb box. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: pharmacist stated, boxes don't have an expiration date.